Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient undergoing a basic evaluation. It was reported that the patient did not completely empty a couple of times. It was unknown what led or contributed to the issue, and the issue was reported to not be resolved at the time. No further complications were reported/anticipated. The indication for use was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.